Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) provided the user facility with a new epgs and the user facility's biomedical technician replaced the suspect epgs.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb)procedure, a fluctuating gas flow was noted in the electronic patient gas system (epgs) with "service gas system: knob adjust only, o2 analyzer calibration failed" messages. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a brief delay, no blood loss, nor adverse consequences to the patient. During set up for the cpb procedure on (B)(6) 2019, the perfusionist noticed that the displayed sweep gas was variable and that the manual control continually tried to place the gas flow to zero. The perfusionist exchanged the entire heart lung machine (hlm), therefore there was a slight delay. There was no harm or blood loss due to this issue. The case continued with the new hlm, patient was placed on bypass and no issues occurred.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician has determined that the electronic patient gas system has reached its end of service life so no further testing or repairs will be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed 'cannot calibrate oxygen (o2) analyzer 20 867' and 'cal error - flow high before tare' and 'actual flow in 0.01 liters per minute (lpm)' and multiple other messages. The electronic patient gas system (epgs) failed release testing in ambient and cold temperatures with fluctuating gas flow. When the flowmeter was replaced with a lab use only flowmeter, the unit passed release testing in ambient and cold temperatures, determining that the customer flow meter was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per supplier investigation, physical inspection showed the customer fittings installed with teflon, though without signs of excess teflon. The bottom right back case screw was missing with signs of the screw having been removed. Bottom left front case screw was also loose. Unable to determine origin of the loose and missing screws as unsure what actions were taken on part of the manufacturer in the evaluation of the device, however there is no indication that this would have any detrimental effects outside of aesthetic. Device statistics were examined and all appeared normal. Absolute pressure reading 13.64 pounds per square inch absolute (psia) against facility reference reading 13.64 psia. Temperature reading with 0.75 degrees celsius after allowed to equalize with room temperature. Mass flow reading 0.000 standard liters per minute at zero flow. No change present in tare value. Output voltages were checked and all were reading correctly and in tolerance. All flow data was found to be within tolerance. Two overnight tests were done sampling the unit for anomalous data. No erroneous data was discovered. Correction of the laboratory analysis done by the product surveillance technician. The fluctuation gas flow that was observed during release testing was due to a defective oxygen sensor, not flowmeter as previously stated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.